Event description:
The customer received a blood glucose reading of 433mg/dl from the contour next link. She accepted 7.8units of insulin from her pump. Fifteen minutes later she had a low blood glucose of 70mg/dl and was taken to the hospital. On the way to the hospital she ate 3 glucose tablets. She was retested at the hospital and the reading was consistent with the low reading she received on her meter at home. She was given an IV. Further information regarding the incident was not provided. The customer was advised to return the test strips for evaluation. She was sent new strips and meter.